Manufacturer narrative:
(B)(4). Lead model 3889-28, lot# v293834, implanted: (B)(6) 2009, explanted: na; programmer model 3037, serial# (B)(4).

Event description:
It was reported that the patient had a boston scientific spinal cord stimulator placed and immediately after it was implanted the patient stopped getting urinary control with her interstim device. Current impedance measurements were normal, and at least three reprogramming sessions were attempted without effect.

Event description:
Additional review indicates the information in manufacturer report # 3007566237-2012-00647 pertains to this manufacturer's report. Any additional information will be reported in this report.